Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon got stuck, (string completely came out) private area- vagina [foreign body in reproductive tract]. The string to pull out the tampon completely came out [device breakage] tampon got stuck, string to pull tampon came out and I had no way to pull it out [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string came out and she had no way to remove tampon. No serious injury reported.

Event description:
Tampon got stuck, (string completely came out) private area: vagina [foreign body in reproductive tract]. The string to pull out the tampon completely came out [device breakage]. Tampon got stuck, string to pull tampon came out and I had no way to pull it out [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string came out and she had no way to remove tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.